Event description:
I've been using always pads for about 10 years now and I've never had any issues. Starting (B)(6) 2025, I started noticing that after I finished my period my private area would be irritated and burning. This only happens after I use "always" pads. I decided to report this now because this month it got progressively worse to the point that my entire private area is extremely irritated to the point that I can hardly walk.